Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-12341. It was reported the pt lost stimulation. The sjm rep interrogated the system and found invalid impedances. The physician plans surgical intervention to address the issue. Note the pt received two leads from different lot numbers, both leads are being reported.